Manufacturer narrative:
Correction - the device should not have been reported as it has no allegation of malfunction made against it.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-32328, 1627487-2020-33034. It was reported that the patient had the system explanted approximately three weeks ago. It is unknown to the manufacturer the exact reason.